Event description:
Related manufacturing ref: 3005334138-2024-00076. During a pulmonary vein isolation procedure, the transseptal needle pierced through the sheath. The sheath was replaced but the same issue occurred. The sheath was replaced again and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed perforation remains unknown.